Event description:
It was reported to philips that the system failed to power up; suspected mpdu control board issue on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service realigned/reinstalled the part; however, it is unclear if the issue was fully resolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).